Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-mar-2017, fse arrived at the site to address the reported event. He replaced the dell all-in-one computer and verified that data was transmitting from the g8 to the new reporting software pc; as well as operation of the mouse, keyboard and printer. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the reporting software.

Event description:
On (B)(6) 2017, the customer reported receiving a "347 host comm error" and said the reports were not transmitting to the reporting software (rps) for their g8 analyzer. She further stated hearing a whirling sound from the pc. Technical support (ts) instructed the customer to repower; however the issue did not resolve. On (B)(6) 2017, the customer called back stating that she was unable to turn on the rps and the monitor was black. On 22-mar-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.